Event description:
On 1/14/97, the MFR's distributor contacted the MFR and requested that a facility in their territory be contacted concerning a device problem. On 1/14/97, the MFR contacted the facility to obtain add'l details concerning this event. The facility's nurse mgr reported that during implant surgery, the physician cut the device catheter to length. In the process of flushing the device catheter, a leak was noted. Physician then "tightened it, flushed it again, and noted a pin-hole leak from both sides." The facility's nurse mgr reported that it is the policy not to return the damaged product.